Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat a dissection utilizing gore® tag® thoracic branch endoprosthesis (aortic component and side branch) and a gore® tag® conformable thoracic stent graft with active control system. Reportedly, there was tortuosity in the left subclavian artery (lsa) that appeared to be significant; however, the procedure went well with deployment and patient was doing fine. On (B)(6) 2025, it was reported by physician to field sales associate that the left subclavian artery side branch is thrombosing post procedure scan follow up (date unknown). Patient is currently feeling left arm pain and physician plans to perform a carotid subclavian artery bypass. On (B)(6) 2025, additional information provided by physician that patient has a thoracic outlet syndrome (tos) that led to the thrombosis of the side branch. There is no blood flow issues as of now with thrombosed graft. Currently, patient's symptoms aren¿t as bad so a reintervention may not be done due to thoracic outlet syndrome. On (B)(6) 2025, additional information provided by physician that patient's symptom have resolved with the left arm pain and they will continue to monitor the patient. There may have been a twist or kink in the artery distal to the graft due to tos that caused the left arm pain.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿one time point available for evaluation: post-implantation cta dated (B)(6) 2025. ¿axial imaging shows the lsa is occluded. ¿the lsa is occluded within the side branch device. ¿the side branch is occluded to the end of the portal. ¿there is a gore® tag® thoracic branch endoprosthesis and side branch implanted in the aortic arch extending into the dta. There is also a gore® tag® conformable thoracic stent graft implanted in the dta. ¿contrast is seen outside the implanted device(s) in the descending thoracic aorta (dta). The aorta is dissected at the level of the distal end of the implanted devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g1/g3, h1/h2, h6 and h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2025-06462 was submitted in error and is hereby retracted.